Event description:
Boston scientific crm received information that this lead was removed from service due to erosion.

Manufacturer narrative:
No other adverse events have been reported. This issue will be re-evaluated if additional information is received.